Event description:
It was reported the customer's reservoirs were leaking. The customer's blood glucose was unknown. The mother stated there was a leak past the first o-ring on the reservoir. It was also found the customer had an air bubble in their reservoir. The mother also stated the leak did not get into the insulin pump. Customer was advised to change out their reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.